Event description:
It was reported that the device had premature battery depletion. The device was explanted and was replaced. It was also reported that the right atrial (ra) lead had high impedance and was oversensing due to a fracture. The lead was explanted and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. Analysis was performed and the distal conductor of the lead developed a fracture due to flexing while in vivo. Visual summary analysis of the lead indicated stretching. Concomitant products: 694765, implantable tachy lead, (B)(6) 2008. A 419388, implantable pacing lead, (B)(6) 2008. A d224trk, implantable cardioverter defibrillator, (B)(6) 2012. (B)(4).